Event description:
It was reported that patient faced infusion set bent cannula issue event on 14-april-2026 and patient experienced high blood glucose level 350mg/dl.

Manufacturer narrative:
Initial 4 of 4. E1: name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.